Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that there was an appearance of a hair-line crack on the connector. No report of a pt injury or delay in treatment.